Manufacturer narrative:
Investigation summary: the device associated with the reported event was not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon always takes a postoperative x-ray. It was noticed that the trial cemented stem was still inside the femoral canal. It came loose from the reamer during preparation. No surgical delay.